Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "having been diagnosed with lupus or lupus-like syndrome," and " lymph nodes were swollen and hard." Device remains implanted. This record for the right side.